Event description:
The customer originally returned his olympus hd autoclavable camera head due to a control panel failure of the camera head. According to the initial reporter, the first key was defective on the control section. There was no patient harm reported from the above event. During the device evaluation, it was discovered that the unit was not producing an image. Only horizontal lines were present on the display. This report is being submitted to capture the lack of image/horizontal lines produced during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The first key was found leaking during the device evaluation. Additionally, as noted in b5, the unit was not producing an image due to a damaged cable unit and corrosion on the camera head. If additional information becomes available following the device evaluation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that poor communication occurred due to a damaged cable and the phenomenon "lines on the image" occurred as a result. The event can be detected/prevented by following the instructions for use which state: "do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object". Olympus will continue to monitor field performance for this device.